Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient lost therapy due to the ipg reaching end of service. As a result, surgical intervention was undertaken on (B)(6) 202 wherein the ipg was explanted and replaced. Issue resolved.